Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to his feelings and/or normal results and another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged inaccuracy first occurred on (B)(6) 2013. The patient tests his blood glucose 3x/day and manages his diabetes with lantus and humalog insulin. The patient confirmed he adjusts the dose of humalog insulin based on his blood glucose results. The patient reported that he developed symptoms he associated with a low blood glucose on two separate occasions. On (B)(6) 2013, at 1pm (before lunch), the patient stated he tested his blood glucose and obtained an alleged inaccurate high result of ¿7.5 mmol/l¿. The patient informed the csr that his normal/typical blood glucose readings are between ¿6 and 7.5 mmol/l¿. The patient reported that he administered 5 units of humalog insulin (adjusted based on blood glucose result) and then ate. Approximately 1.5 to 2 hours later, the patient reported developing symptoms of feeling sweaty and his hands felt shaky. At the onset of symptoms, the patient tested his blood glucose and obtained a result of ¿6.5 mmol/l¿ and then treated self with two cookies. The patient confirmed feeling better after eating the cookies. The patient also reported that on (B)(6) 2013, approximately 1 hour after eating lunch he tested his blood glucose with the subject meter and obtained a result of ¿7.0 mmol/l¿. The patient informed the csr that his normal/typical blood glucose readings are between ¿6 and 7.5 mmol/l¿. The patient reported that he administered 5 units of humalog insulin (adjusted based on blood glucose result) and 2 hours later developed symptoms of feeling sweaty and shaky hands. At onset of symptoms he tested his blood glucose and obtained a result¿5.1 mmol/l¿. In response to symptoms, the patient stated he treated self with honey and confirmed feeling better afterwards. Concerned with two hypoglycemic episodes, the patient stated he scheduled an appointment with his doctor on (B)(6) 2013. At the time of doctor¿s office visit, the patient reported obtaining blood glucose readings of ¿11.8 mmol/l¿ with the subject meter and ¿10.1 mmol/l¿ with another device (dr/clinic¿s meter). Based on statistical methodology, the calculated difference between these glucose readings does not exceed the expected value of less than or equal to 30%. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/13/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (12/17/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 12/6/2013 and 12/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.